Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in st elevated myocardial infarction (stemi) with cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that cardiopulmonary resuscitation (CPR) caused bleeding in the patient's lungs. There was difficulty reading echocardiogram and confirming impella position. No additional information was provided. The patient was successfully weaned and survived the procedure.